Event description:
It was reported the pt is not feeling stimulation in the right leg. An x-ray was taken when revealed the lead on the right side had migrated. The pt is currently undergoing a trial for coverage of new pain areas. It is the physician's intent to address the migration issue via surgical intervention coinciding with the end of the trial.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.